Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
Become aware date mis-keyed when record was created. Become aware date is (B)(6) 2017.